Manufacturer narrative:
Follow-up information received on 12-feb-2016 - ptc investigation result: ptc global number: (B)(4). Lot number c51345 (production date: 07-may-2014; expiration 31-may-2017). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based on the reported complaint, it is unclear whether the breakage occurred with the catheter or the implant. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of device breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-feb-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that physician turned the wheel but did not see the golden notch after seeing the black rim. Then she retracted the device and it broke off, part was left in the patient and the other part came out. The day after essure insertion, a laparoscopy was performed. Both oviducts were removed and the broken essure pieces were retrieved. According to the physician, patient had no injury. The reported device breakage is considered anticipated according to the product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required for device removal. Additionally, non-serious event was reported. Product technical complaint analysis concluded based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Consumer reported that physician wanted to place essure. After seeing the black rim, she turned the wheel but did not see the golden notch. She then retracted the device and it broke off. A part was left in the patient and the other part came out. Patient did have some slight pain during the insertion, but not more than usual. On (B)(6) 2015 a laparoscopy after overview of abdomen was done. Both oviducts were removed. In the left oviduct there was still a piece of essure. It was in correct place, no perforation occurred. The physician had contact with patient on (B)(6) 2015 and she is doing well. Product technical complaint (ptc) investigation and final assessment were received on 15-dec-2015. (B)(4). Final assessment: as of 08-dec-2015 no returned device has been received. If returned device is received in the future a follow-up investigation will be opened. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable event and not indicative of quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up information (essure breakage questionnaire) received on 16-dec-2015: patient was (B)(6) at the time of the events. Essure was inserted on (B)(6) 2015, lot number used was c51345. The device breakage was diagnosed by hysteroscopy. It was reported that the catheter and the implant broke. The physician reported placed device and rotated fully searching for the golden notch, while pulling back it never came back and further pulling the device broke. On (B)(6) 2015, essure was removed. The physician reported the removal was medically necessary and was made by patient request. The removal was performed by laparoscopy and the broken pieces were retrieved from the fallopian tubes. The patient had no injuries but hospitalization was reported as required. At time of the report, the patient recovered from the events. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that physician turned the wheel but did not see the golden notch after seeing the black rim. Then she retracted the device and it broke off, part was left in the patient and the other part came out. The day after essure insertion, a laparoscopy was performed. Both oviducts were removed and the broken essure pieces were retrieved. According to the physician, patient had no injury. The reported device breakage is considered anticipated according to the product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required for device removal. Additionally, non-serious event was reported. Initial ptc analysis concluded based on the available information, no product quality defect was confirmed. Since lot number was reported upon follow-up; an updated analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 23-may-2016 - quality-safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. 1 sample was sent for investigation, as received we observed the following: micro-insert is stretched due to extraction (pic1), gold band is present and properly located on delivery catheter (pic2), all IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly (pic3). The breakage of the implant is related to a handling error, not a quality defect. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-may-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that physician turned the wheel but did not see the golden notch after seeing the black rim. Then she retracted the device and it broke off, part was left in the patient and the other part came out. The day after essure insertion, a laparoscopy was performed. Both oviducts were removed and the broken essure pieces were retrieved. According to the physician, patient had no injury. The reported device breakage is considered anticipated according to the product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required for device removal. Additionally, non-serious event was reported. Product technical complaint analysis conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.